Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was this event previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon monocryl, pds and vicryl sutures involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon monocryl, pds and vicryl sutures used in this procedure? Are the product code and lot numbers available for ethicon devices used? Reference journal article: reference journal article: "title: surgical staples compared with subcuticular suture for skin closure after cesarean delivery: a randomized controlled trial citation: obstet gynecol. 2013 january ; 121(1):1-11.

Event description:
It was reported in a journal article that a patient underwent a cesarean procedure on an unknown date between (B)(6) 2009 and (B)(6) 2010 and suture was used. The fascia was closed with a running stitch suture, while the subcutaneous layer was closed with another suture. At post op follow up at 4-6 weeks the patient possibly experienced infection and/or wound disruption, possibly caused by seroma or hematoma or fascial dehiscence. The wound infection possibly required drainage, debridement and antibiotics. Additional information has been requested.